Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter packaging was not sealed properly. This event occurred 5 times. The following information was provided by the initial reporter: according to the customer's report, some packages were found to be not sealed properly before use.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received three photographs which displayed views of five unit packages from product 22ga bd insyte autoguard winged IV catheters, reference number (B)(4), lot number 1061872. The photographs reveal the IV devices inside the packages with all components present and intact. The packages have black tape along the bottom end which is causing a breach in the seal of the packages. The units received display similarities to that of the photographs. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an operator error in the packaging process when the top web rolls are changed to a new roll. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter packaging was not sealed properly. This event occurred 5 times. The following information was provided by the initial reporter: according to the customer's report, some packages were found to be not sealed properly before use.